Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records received. After review of the medical records, the patient was revised to address pain and failed right hip arthroplasty. Operative note reported of black to gray appearance consistent with metallosis on the internal portion of the capsule. It was also indicated that the acetabular component itself was noticeably loose. The femoral component was well fixed with minimal metallic changes to the taper. Doi: (B)(6) 2010 dor: (B)(6) 2020 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. An mre (device history record) review will not be performed even when lot code(s) are known.